Event description:
New information notes that the cause of infection was endocarditis, pocket infection- responsible organism: klebsiella aerogenes, not caused by the device or leads. Patient¿s condition prior to the procedure was trans-esophageal echocardiogram showed a 7 x 3 mm mobile mass on ICD lead. Patient alert, mild edema, no pain. The leads will not be returned for evaluation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an infection. The device was first explanted in one facility, explant date unknown. The leads were explanted at a different facility on (B)(6)2020. The leads were sent out to the lab for cultures and therefore will not be returned for evaluation. The patient condition was stable. Related manufacturer reference number: 2938836-2020-00665 and 2938836-2020-00667.